Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; visual inspection and functional analysis could not be performed because device remains implanted. Manufacturing files were reviewed and no incidents were found. As the patient fused, the plate served it's purpose. Potential root causes include: improper construct, set screws not tightened correctly, excessive load due to unstable construct, excessive load due to patient anatomy/pathology, patient performs strenuous post-op activities, surgeon applying too much torque to seat the screw head.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery(o-c5) with the cervical system. In mid (B)(6) 2017, the patient complained discomfort and it was found that the base of the polyaxial heads (right and left) of the plate broke. Therefore, the surgeon is monitoring for the patient now.

Event description:
It was reported that; on (B)(6), the patient underwent the surgery(o-c5) with the cervical system. In (B)(6), the patient complained discomfort and it was found that the base of the polyaxial heads (right and left) of the plate broke. Therefore, the surgeon is monitoring for the patient now.